Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been received for evaluation. Visual and functional evaluation could not be performed. We have been unable to establish a relationship between the device and the event reported or determine a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could been rectified. 2. The dressing was saturated and needed to be changed. 3. The batteries needed to be changed. 4. The device detected unsafe levels of use and so entered an error state for patient safety. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the device presented a failure and was no longer able to apply negative pressure wound therapy. No harm or injury reported.